Manufacturer narrative:
Reported event of wire loop fail to deliver current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned product found no anomalies. Electrical resistance testing was performed and resistance measured at 9.1 ohms, within manufacturing specifications. The complaint was not confirmed. The returned device showed neither evidence of the alleged issues, nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the large bowel during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the polyp was constricted by the snare and the generator was turned on to deliver energy to the snare, however the snare failed to deliver current. Additionally, it was reported that there were no issues with the active cord. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the large bowel during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the polyp was constricted by the snare and the generator was turned on to deliver energy to the snare, however the snare failed to deliver current. Additionally, it was reported that there were no issues with the active cord. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.